Manufacturer narrative:
Based on the current information provided, the cause of the psc event resulting in delay in the open procedure can be possibly attributed to use error. The root cause of the delay in moving the psc away from the operative table was the result of improper undocking by the surgical staff in relation to removal of the cannulas from the usm. A preventive maintenance (pm) of the system was completed by the isi field service engineer (fse) and parts were replaced per routine maintenance. A follow-up MDR will be submitted once the investigation is complete. A review of the system logs for the procedure date of (B)(6) 2022 was performed by an isi technical support engineer (tse) and the following was observed: multiple procedures have been performed on this system after this reported complaint. There were no relevant errors observed during this procedure that would have caused issues with undocking the psc. The da vinci xi user manual provides information for when a situation arises where a conversion to open surgery or immediate access to the patient is required to remove the system from the patient. Actions include removing the instruments and endoscope from the patient, disconnecting the cannulae from the arms, moving the arms away from the patient and if necessary, moving the psc away from the patient. A review of the event was conducted by an isi medical officer and the following additional information was provided: based on the information in the description of events, a number of issues may have contributed to this catastrophic event including challenging anatomy with adhesions, difficulty in recognizing nearby anatomy and the inadvertent injury or inadequate seal to the splenic artery which then led to massive bleeding. Once this injury occurred, inability to undock and remove the da vinci system further hindered adequate patient access and likely contributed to additional blood loss. This complaint is being reported due to the following conclusion: during a da vinci-assisted hiatal hernia-paraoesophageal procedure the surgeon did not see that part of the splenic artery was in the jaws of the vse instrument while he was dissecting omentum with the instrument. Half of the splenic artery was transected as a result and massive bleeding was subsequently observed. In order to control the bleeding, the site had to convert to open surgery. Note: refer to medwatch report (MDR) with patient identifier # 547816 for MDR submission of the adverse event and product problem associated with the vse instrument. Blank MDR fields follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter also sent report to FDA is blank because it is unknown if the initial reporter submitted a report to the FDA. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported by the intuitive surgical, inc. (Isi) clinical sales representative (csr) who was informed by a nurse educator (who heard about the event from a morbidity and mortality rounds; the nurse and csr were not present during the procedure), that during a da vinci-assisted hiatal hernia-paraoesophageal procedure, as the surgeon was dissecting omentum with the vessel sealer extend (vse), he did not see that part of the splenic artery was in the jaws of the instrument and a result part of the splenic artery was transected. The splenic artery subsequently burst resulting in massive bleeding. When attempting to undock the robot for conversion to an open procedure, the instruments were removed and the cannulas were pulled from the patient; however, the cannulas were not removed from the universal surgical manipulators (usm). The site tried to move the patient side cart (psc) away from the patient, but the cart would not move as the cannulas were still attached to the usms. The psc was still docked next to the patient resulting in a delay in the procedure as the resident could not get on that side of the table to assist the surgeon. After a few minutes, a nurse then put the psc from drive to neutral and moved the psc away from the patient. The patient subsequently died on the table. It was reported that the patient had a lot of adhesions and was a ¿high risk patient¿ with ¿low blood reserves.¿ the csr was informed that the omentum was noted to be thick and there was no entrapment of tissue or tissue sticking to the jaws of the vse. Additionally, there was no report of any issues with the vse during the procedure and no visualization issues with the endoscope. The generator used was an erbe vio dv generator. It is unknown if the vse was retained for analysis. Isi made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report. The user facility risk manager informed isi that they would not be providing any additional information .

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Three universal surgical manipulator (usm)s and the video processor were replaced to correct problems found during a preventive maintenance. The system was tested and verified as ready for use. Failure analysis of the products replaced were completed and the following findings were obtained: the video processor was installed and tested in the test system. An error 417 was logged, indicating one of the redundant power supplies has failed. The usm unit 1 was returned for failure analysis and the reported failure 1126 was confirmed and replicated. When the arm was tested on the test system, it failed normal mode as it triggered an error 319/1126. During a patient side cart (psc) fixture test platform (pftp) test, the usm failed a fiber test pointing to the rolling loop fiber. When the original rolling loop fiber was replaced with a gold rolling loop fiber, the arm passed the fiber test. All other pftp tests passed except yaw sensor check and pitch friction speed. As a fix to the reported problem, the rolling loop assembly will be replaced. The usm unit 2 was returned for failure analysis and passed normal mode. During visual inspection, vibration could be felt when back driving the unit. The unit also failed on a pftp as it failed the pitch friction speed very slow tests. The unit passed all the other tests. The pitch motor module, pitch harmonic drive, and elbow bearings will be replaced as a fix to the reported problem. The usm unit 3 was returned for failure analysis and passed normal mode. The system logged errors 1126 & 31226. The unit was tested on a pftp, and it failed fiber tests pointing to the rolling loop. When the rolling loop fiber was swapped with a gold one, the error no longer occurred. The unit was then tested through on a pftp (using gold rolling loop fiber) and passed all required tests, except yaw sensors check and pitch friction. The rolling loop fiber assembly will be replaced as a fix to the reported problem. The isi clinical sales representative (csr) conducted training for emergency robot undocking for a number of health care practitioners (hcps) in the hospital following the event. Training included return demonstration of urgent undocking. On 11-oct-2022, an isi medical safety officer (mso) spoke to isi csr and obtained the following information: the decision to convert to open surgery was immediate. The csr is unsure how the undocking issue contributed to access but he said the customer opened immediately.

Event description:
Refer to h10/h11 for follow-up information.